Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The patient was not hospitalized for the event. On an unreported date, the pt received treatment for the peritonitis with injections of reflin and fortum (1 gram, once a day, intraperitoneally) and heparin (as required, dose and route not reported). At the time of this report, the peritonitis was resolving and the pt was recovering from the peritonitis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.